Event description:
Customer reported malfunction code malf 12 on insulin pump. Blood glucose level did not exceed 500 mg/dl, so there was no adverse impact to the customer¿s blood glucose level. Technical support assisted customer in resetting the pump, but malfunction recurred, resulting in decision to replace pump. Customer was advised to use multiple daily injections (mdi) as backup therapy and was sent a replacement pump with updated software. Instructions on using the new pump and returning the faulty one were provided and acknowledged by customer.